Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the loss of communication between the pump and the mobile device. The blood glucose value at the time of the event was 256 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-6102, mmt-6112, mmt-441ag, mmt-342 , mmt-7040a, mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the loss of communication issue between the insulin pump and the issue was resolved, and the carelink connect app was not receiving the data from the customer. No further patient complications were reported. No product return is required for mmt-6102. No product return is required for mmt-6112. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: event is not reportable as per the reportable criteria. So, the event submitted under regulatory report number 2032227-2026-156045 is not reportable.